Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad was damaged. As the tissue pad did not fall out, it was not remaining in the abdominal cavity. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.